Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. No rewind anomaly and no failed battery alarm noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alarm noted in the long trace or device history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Also there was unusual noises during rewind, rejected new batteries and sometimes the delivery stopped. No harm requiring medical intervention was reported. The device will not be returned for analysis.